Event description:
Event description guidant/cpi received information that this implantable pacemaker (ipm), two days post implant, had a decrease in the ventricular amplitude measurement whenever the patient was on his side. Technical services recommended a lead x-ray.